Manufacturer narrative:
The device was returned to the philips service center and evaluation of the alleged device issues was completed. Although an operational check was performed, the reported issue was not duplicated. By checking the error log, the record of an error code indicating active exhalation valve error was confirmed, but there are no errors indicating abnormalities of the device found. Although a functional test was performed as verification, no abnormalities were observed. An internal inspection was performed with disassembling the device, and no abnormalities were found. Therefore, it is determined that there were no abnormalities in the device, and the reported issue was caused by external factors. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.

Event description:
The manufacturer received information alleging a trilogy evo ventilator was giving an alarm indicating the active exhalation valve failed. There was no harm or injury reported. This issue is being reported because the description of active exhalation valve (aev) failure is descriptive of a reportable issue associated with error code which can indicate the aev is stuck closed which can be remedied with replacement of the aev. This issue could affect the external aev in the circuit (diaphragm). The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.